Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue: the battery compartment is cracked and the pump self-reboots and has short battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 7/2/15. Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2015 with the following findings: black box dates from 5/8/2015 -5/19/2015. Black box data from date has been overwritten however current black box shows evidence of partially discharged batteries being installed and unacknowledged alarms present. Pump is unable to maintain electrical power with returned battery cap due to cap detaching. Battery cap threads damaged. A test battery cap was used for all testing. . Battery compartment cracks observed in thread area and below grip pad. Pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. Current draws within specifications. Vibrate motor not responding during "audio bolus" or other appropriate alarm sequences. Vibrate motor alignment pins found to be misaligned. Removed pump case. No evidence of moisture or loose components inside pump. Unrelated to the complaint, animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.